Event description:
Clinic notes dated (B)(6) 2012 were received for the patient's upcoming generator replacement surgery. The patient presented for follow-up after last being evaluated six months prior. Since six months ago, the patient had three brief seizures and it was noted that the patient does not see the results with use of the vns magnet. Overall, the patient had no grand mal seizures. The vns device showed near end of service on this visit with eri=yes. The patient has been referred for generator replacement. However, the surgery has not occurred to date. In the clinic notes dated (B)(6) 2012, it was noted that the patient was last seen in (B)(6) 2011 and did not have any seizures. The device at this time showed eri=no. Attempts for additional information from the physician have been unsuccessful to date. The relationship of the increase in brief seizures to pre-vns baseline levels is unclear. In addition, it is unclear if the physician attributes the increase in seizures to the battery nearing end of service.